Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated was a fiber optic sensor failure alarm. This occurred just after the patient was repositioned. The customer was able to transduce the inner lumen for indices. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID:(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). Device evaluation: the iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The optical fiber was found to be broken approximately 0.3cm from the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after six hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. This occurred just after the patient was repositioned. The customer was able to transduce the inner lumen for indices. The iab was removed after two days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).